Event description:
A civa centre quality specialist reported to baxter (B)(4) that a transfer set - 500ml was observed to have a black mark on the injection site stopper. The process step was before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection was performed. A black mark was observed on the injection site. The reported condition was confirmed. The root cause could not be identified, as the manufacturing facility at sherbrooke is now closed. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the u.s. And does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.